Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was not reproduced. This reported symptom was unable to be evaluated because of a system error 105. A review of the event history log showed the presence of multiple improper shutdown events. Due to the customer replacement of the rear case, evaluation could not complete causality determination.

Event description:
It was reported that a spectrum pump turned off without user input during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.